Event description:
After an implantation period of approx. 117 months, it was observed via homemonitoring that the shock impedance was too high. The lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 09th january 2022 and 05th september showed the sudden increase of the shock impedance from approximately 73 ohms to above 150 ohms at the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to oversensing. Additionally, a loss of capture in the far-field channel was confirmed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.